Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a bend and fracture in the catheter shaft 0.6¿ proximal to the distal tip the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a fracture of the catheter.